Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked between the o-rings. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed pre-fill test and reservoir passed per specifications. No air bubbles anomaly observed during analysis.